Event description:
It was reported that the balloon ruptured. This 4.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure. The 90% stenosed, severely calcified, moderately tortuous target lesion was located in the superficial femoral artery. During the procedure the balloon ruptured at the distal side during the first inflation for ten seconds at 6atm. A pinhole was noted. The device was able to be removed intact. The procedure was completed with another device with no patient injury. The device was discarded and therefore not available for return.